Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x24mm promus element plus was taken out of the box, took it out of the hoop and as they remove the stylet from the tip of the stent balloon, there was a resistance and the stent came off the balloon. They used another pe 3.0x24mm stent to complete the procedure. No patient complications were reported and the patient's status was fine.